Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with fluid ingression on the downstream sensor; tamper sears were intact. There was no evidence of the error recorded in the event history log. The customer reported problem was not verified. Running three accuracy tests, the pump was found to be delivering to the manufacturing specifications. Inaccurate/over delivery was not found to be the cause of the reported problem. No fault was found. No corrective action was taken. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified the device was in for service on (2022-05) for (case damage) and there was no indication or evidence in the service history to indicate that the complaint is related to the previous service event. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147.

Event description:
It was reported that during bench testing, the device was under infusing. No patient injury was reported.

Manufacturer narrative:
Operator of device: is unknown. No information provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.